Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: contamination was observed under the "down" and "ok" button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 1/15/2013 with the following findings: contamination was observed under the "down" and "ok" button contacts. The keypad was found to be intact. During evaluation all of the keypad buttons were found to be responding properly. Unrelated to the event the pump case was found to be cracked and moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.